Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device and found the bubbles seemed to originate from the ise reference solution tubing joint. Fse stated the joint was cracked. The fse removed the ise reference solution tubing joint and directly attached the tubing to the module to resolve the issue. Fse to install a new joint at the next service visit. Beckman coulter internal identifier is case (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number (B)(6).

Event description:
The customer reported high potassium (k) patient results on their dxc 700 au instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.